Manufacturer narrative:
Product event summary: the lead was returned for analysis, however, prior to returned product analysis performance data collected from the device was received and analyzed. Analysis of the device memory indicated a p-wave amplitude measurement issue.

Event description:
It was reported the patient experienced ventricular tachycardia (vt) and ventricular fibrillation (vf), as there were several unsuccessful therapies delivered from the cardiac resynchronization therapy defibrillator (crt-d). It was noted the right ventricular (rv) lead and right atrial (ra) lead had blood accumulation within the insulation with suspected insulation failures. The ra lead also showed a decrease in sensing. Cardiopulmonary resuscitation (CPR) and external defibrillations were required and the rv lead and ra lead were explanted and replaced; the crt-d remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the outer insulation of the lead was extrinsically breached due to a cut. There was blood on the proximal conductor. Visual summary analysis of the lead indicated damage at implant. Analyst noted that the lead was returned fully of blood. Analysis found the outer the insulation extrinsically cuts that allow blood ingress on proximal conductor. The amount of blood and the length of the implant lead us to conclude that the cuts occurred at the implant, and the insulation breach is likely the cause for the electrical complaints. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.